Event description:
It was reported that an 8f angio-seal sts plus was selected for use post diagnostic procedure. The pt was on double the amount of anticoagulant therapy. Two to four hours later, a hematoma developed. The pt was sent to a vascular surgeon; however, no add'l intervention or surgery was needed. The pt's hospitalization was extended a little longer than normal. No add'l info was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.